Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids and myomectomy. Concurrent conditions included renal failure, ethmoidal sinusitis and allergic rhinitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), depression ("mild depression"), constipation ("chronic constipation"), migraine ("migraines"), headache ("chronic headaches"), fatigue ("fatigue"), arthralgia ("joint pain") and immunodeficiency ("decreased immune function"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, depression, constipation, migraine, headache, fatigue, arthralgia and immunodeficiency outcome was unknown. The reporter considered arthralgia, autoimmune disorder, constipation, depression, fatigue, headache, immunodeficiency, migraine and pelvic pain to be related to essure. The reporter commented: the left and right essure was placed easily, with 3 remaining coils. Showed a small amount of spill from the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: there is no leak of contrast material from the left fallopian. Tube which is occluded by an essure device. There is a faint tiny amount of free spill from the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids and myomectomy. Concurrent conditions included renal failure, ethmoidal sinusitis and allergic rhinitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("mild depression"), constipation ("chronic constipation"), migraine ("migraines"), headache ("chronic headaches"), fatigue ("fatigue"), arthralgia ("joint pain") and immunodeficiency ("decreased immune function"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, depression, constipation, migraine, headache, fatigue, arthralgia and immunodeficiency outcome was unknown. The reporter considered arthralgia, autoimmune disorder, constipation, depression, fatigue, headache, immunodeficiency, migraine and pelvic pain to be related to essure. The reporter commented: the left and right essure was placed easily, with 3 remaining coils. Showed a small amount of spill from the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: there is no leak of contrast material from the left fallopian tube which is occluded by an essure device. There is a faint tiny amount of free spill from the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.